Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was severely worn. There were contact marks on the probe and the jaw which had a worn pad. The subject device could be activated. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation results and the similar cases in the past, omsc presumes that the event occurred due to the following occurrence mechanism. The ptfe pad was severely worn since the subject device was activated while the user grasped nothing. The contact marks were made and the error occurred since the subject device was activated while the probe contacted with the jaw which had a worn pad. The activation was stopped since the error occurred. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a partial nephrectomy, the ptfe pad of the subject device was worn and the subject device could not be activated. The intended procedure was completed with a different device. On july 25, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn. No patient injury was reported.